Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: samples received: 130 unopened and 1 open pouch. There are no previous complaints of this code/batch. There are no units in OEM stock. We have received 130 closed samples and 1 open and unused sample. All closed packs received are tight. Tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Needle detachment and suture breaks easily.